Manufacturer narrative:
Additional information received on 17-dec-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female patient (age nos) who received 3 treatments of poly-l-lactic acid (sculptra) for unspecified indication in 2005 (nos), 6ml dilution injected into the zygomatic areas on both sides of her face. Relevant medical history and concomitant medications were not reported. One week ago, the patient developed two solid lumps the size of a 50p (sic) coin on both sides of the zygomatic areas where poly-l-acid was injected. The lumps are getting smaller but the doctor is worried. Corrective treatment is any was not reported. The reporter did not provide a causal assessment. (B)(4). Reporter's causality: not specified.